Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the device confirmed the t handle has broken. Root cause attributed to user error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Reason for complaint : t-handle has broken off from introducer shaft. Did the event occur during surgery : yes. Was surgery time extended as a direct result of incident : yes. If yes, by approximately how long : 5 mins approx. Is litigation indicated or pending : not at time of submitting complaint. Has event affected a patient : not known at time of submitting complaint.